Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported she experienced difficulty removing the needle box of the infusion sets after inserting the headset. She stated this resulted in pulling the infusion set out and she would either push it back in or she would replace the headset. She also reported insulin leakage on one occasion and she changed the headset. She experienced elevated blood glucose of 300-400 mg/dl while using the infusion sets. Her normal blood glucose range is in the low 100 mg/dl. She injected insulin via syringe to lower her blood glucose. Most headset cannulas were bent near the adhesive upon removal. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product was requested to be returned for evaluation.